Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "ruptures, "joints aching in upper body", "flu-like symptoms" and an exchange of textured devices due to patient's concern with product." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6a, g1. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Patient reported right side "rupture", "exchange of textured device due to patient's concern with product". Additional events of "joints aching in upper body", "flu-like symptoms" are not device related. Device remains implanted.